Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the 8mm 30-degree endoscope plus was not engaging, it was still moving and not focusing. There was no report of patient involvement or patient injury. Intuitive followed up and obtained additional information: the issue was identified during the procedure when they were doing the robot docking. The endoscope was moving freely with uncontrolled motion, as I previously stated. There was no damaged on the endoscope adaptor/ base, it did not have a loose or missing screws. I customer believed the surgeon did not do anything further after finding out that the endoscope was not targeting. To resolve the issue, the team had used another endoscope that they had prepared for the next case. The issue did cause delays in the surgery as they had to open another endoscope. A possible delay of 15 minutes or less was experienced.